Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported suture detachment was confirmed as a needle to cuff miss/ suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional procedure. The suture of the first proglide device was successfully preplaced. Reportedly, shaft kinking inside the anatomy below the foot in the distal guide of the second proglide device was observed prior to foot deployment. The proglide device was removed without difficulty. A new proglide device was used and a suture break occurred. The procedure was completed and hemostasis was achieved via surgical cut down and suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.